Event description:
Pt had PICC placed 7/30/96. Received IV antibiotics through the access. PICC removed intact on 8/26/96. Pt seen at attending's office on 9/3/96. Pt complained of pain at site of PICC insert. Physician applied pressure over site and two pieces of foreign material came out like a sliver. One piece fell to the floor-unable to retrieve. Other piece was evaluated by pathologist who identified it as keratin material resembling epidural cyst or skin fragment not foreign material. Home health nurse to check site on 9/4/96 and again at 1 week. No reported site problems on rechecks.